Event description:
Info received indicates when the bed is placed into the brake mode, the brakes will engage but the casters continue to roll.

Manufacturer narrative:
The account's biomed replaced the brake casters to repair the bed.